Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 10/19/2018. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. An air detected in cassette alarm occurred during unknown phase of the treatment, prior to discovering the fluid leak. Fluid was reportedly found leaking out of the cassette door when the cassette was removed. The ts representative advised to discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the reported event. A replacement cycler was issued to the patient. The cause for the leak was unknown. Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient completed their treatment by performing a manual exchange. The pdrn stated the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The old cycler was returned to the manufacturer for a physical evaluation. The cassette was also reportedly available to be sent back for evaluation.